Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Event date - during december 2015. Expiration date - ni. Date implanted - ni. Explant date - during december 2015. Manufacture date ¿ ni. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure was performed. Should additional information be received, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted.

Event description:
Patient underwent a partial knee revision due to infection. All components were removed and replaced with cement spacer molds.